Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iuniht abutment screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain titanium hexed screw (iuniht) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. There was noticeable wear (nicks and gouges) around the shank and the hex feature due to usage. There was presence of an unconfirmed foreign/biological material in the hex feature. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document review: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) and biomet 3i restorative manual (instrm rev b 10/15) identified information regarding screw fracture under section title warnings and precautions. As per the applicable IFU, improper technique can lead to implant restoration fracture and screw loosening. Surgical manual highlights the torque recommendation under torque matrix ¿ internal connection, page iii. Also, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Complainant reported that the screw fractured. The reported complaint was confirmed through visual and physical inspection of the returned product. A definitive root cause for this complaint could not be determined. Device evaluated by manufacturer: change 'no' to 'yes'. .

Event description:
No further event information is available at the time of this report.